Event description:
Ultrasound sounder catheter was opened in the usual way, it was then plugged in to the system (ultrasound machine) but it wouldn't recognize it. The catheter was unplugged and plugged back in but still wasn't recognized. A new catheter was used and worked just fine.